Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as ¿the bag on the heater was leaking from where it was not connected good¿. This occurred during dwell one of five of automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the patient and advised the patient to contact their registered nurse for assistance in entering their prescription. Rts discussed the use of continuous ambulatory peritoneal dialysis with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.